Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the cup transfer flat cable, the driver board, the main board, the cup pickup assembly, and the cup pick up cable were returned for evaluation. Functional testing was performed on the cup transfer flat cable by checking the continuity with an ohm meter. The error could not be duplicated. The part passed testing. Functional testing was performed on the driver board and the main board by testing positions and running quality controls. Functional testing was performed on the cup pick up cable by checking the continuity with an ohm meter. The error could not be duplicated. The part passed testing. Visual inspection was performed on the cup pick up assembly and found that the z-axis slide was rough. The part was dismantled and the z-axis linear bearing was found to have several beads missing. The part failed testing. The issue was confirmed. Evaluation codes for cup pickup assembly: method: 4190-historical data analysis, 10-testing of actual/suspected device; results: 180-mechanical problem identified; conclusion code: 4307-cause traced to component failure. Evaluation codes for the cup transfer flat cable, driver board, main board, cup pickup cable. Method: 4190-historical data analysis, 10-testing of actual/suspected device; results: 213-no device problem found; conclusion code: 67- no problem detected. The most probable cause of the reported event was due to failure of the cup pickup head assembly.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During troubleshooting, fse confirmed the error message 4153 c-trans z home on the screen at boot up. Fse replaced the cup transfer assembly, main brd, driver brd, the cup pickup tractor cable, and the cup transfer flex cable and the error cleared. Fse then performed the alignments to the test cup pickup assembly and ran a 40-cup sorter test to check the performance of the pick up assembly. There were no errors noted. Fse then ran 60 cups from the sorter test. Fse performed quality controls with acceptable results. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 03-nov-2017 through aware date 03-dec-2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: c.trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the 4153 c-trans z-home overrun error has not yet been determined. The investigation is in progress.

Event description:
A customer reported error message 4153(c.trans-z home overrun) with the aia-900 instrument. The customer performed an all set home but the error reoccurred. The customer also stated that the analyzer made a lot of noise right before the error occurred. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.